Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient believed the stimulator was implanted too far to the left and it needed to be implanted further down. The patient noted that it was hurting like crazy and they were only feeling stimulation in left leg and not the right. It was later stated they could feel stimulation in the right leg if they cranked up the stimulation really high, however that caused the stimulation to be too high in the left leg and it was painful. The patient mentioned that when they went through the trial the therapy worked well in both legs.  Troubleshooting was unable to be performed.